Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture diagnosed via ultrasonography. The device remains implanted. This record relates to an unknown side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported implant rupture diagnosed via ultrasonography. The device has been explanted and replaced with a non abbvie device. This record relates to right side.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Continued e1 phone number: (B)(6).

Event description:
This record relates to an right side. The device has been explanted and replaced.